Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 200 mg/dl at the time of the incident. Customer stated that they was changing infusion set and received unexpected restart alarm. The customer was assisted with troubleshooting. Customer will not return device for analysis.